Event description:
The plaintiff's attorney alleged that the decedent experienced a hemorrhage on or about (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-15729, 1225714-2014-15730 and 2937457-2014-03556. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced sudden cardiac death.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.